Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Facility contact reported the part #532.010, lot 3580 small battery drive is not functioning. The small battery drive was found not functioning during surgery. A replacement device was readily available. There was no surgical delay due to this event. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history for the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation was completed: the customer's complaint that the ((B)(4)) small battery drive does not function was confirmed. The unit was tested and did not run when power was applied. Evidence indicates this is due to usage wear over time. The device was returned to customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.